Manufacturer narrative:
Concomitant medical products: product ID: 37602; serial#: (B)(4); implanted: (B)(6) 2019. Product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). When he went to check both of his implants last night, his right implant said "ok", but the left implant said end of service (eos). Pt stated that this is concerning because both implants have nearly the same settings and it has only been a year and a half since getting these implants. He has not had any falls, or trauma. When trying to connect to his implant last night, he originally was getting poor communication on the left and right implant but eventually connected with both implants, and the left was at eos. Patient services had the pt connect to both of his implants, and the left implant was at eos and the right implant said "ok" the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.